Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated using quickstart; a fault code appeared. When the mini application was selected, a "warning: possible device malfunction" message occurred. It was also noted that the patient had concluded radiation treatment to the abdomen about one month ago. Although the ICD was not interrogated during the treatment course or after completion of it, the patient had received shock therapy in the last month following the radiation.